Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the right arrow was not working. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response during testing due to corroded electronic assembly. Device also received with missing display window cover, cracked case(battery tube), cracked battery tube threads, cracked case corner of belt clip rails and cracked retainer.